Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a high blood glucose (bg) of 280 (mg/dl). The customer was uncertain of the suspected cause. The customer took a correction bolus via the pump. Subsequently, a malfunction alarm occurred and the pump stopped all insulin delivery. It was indicated that the customer would use manual injections as alternate insulin therapy and would contact their health care provider for long acting insulin.